Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. It should be noted that the perclose proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement, in the right and left common femoral arteries, was attempted with four proglide devices using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed with all four proglide devices. Two of the proglides that failed were attempted in the right common femoral artery (rcfa) and two were attempted in the left common femoral artery (lcfa). The sutures of two new proglide devices were successfully pre-placed in the rcfa (large hole access site) and the sutures of one new proglide were successfully pre-placed in the lcfa (small hole access site). The sheath was upsized to a 18f in the rcfa and a 9f in the lcfa and the tavr was completed. Hemostasis was achieved in both access sites with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.